Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of january 25, 2023. The complainant was unable to report the exact lot number; therefore, the manufacture date and expiration date are unknown. Device code a180104 captures the reportable event of foreign material present on device.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used during an unknown procedure performed on an unknown date. It was reported that the radial jaw 4 biopsy forceps were hard to open. Additionally, something sticky was observed on the jaws of the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.